Event description:
The customer reported popping was heard from the system and no visibility from the monitors. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and cover were replaced. Also, a generator and filament calibration were completed. The system was then found to be working as intended.